Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. It was further requested that it be updated and that it have an analyzer added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the programmer would not boot up, it powered to an error and therefore its xy board was replaced and the stylus calibrated. Analysis also noted that the tab on the power cord bay door was broken and the system fan was noisy and both were replaced. (B)(4).